Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing headache. The patient will undergo an explant procedure.

Manufacturer narrative:
It should have also included the ipg as additional suspected device. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator additional information was received that the patient was experiencing pain around her shoulder blade when the stimulator was turned on. The physician did not think the headaches were device related. The patient underwent an explant procedure. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing headache. The patient will undergo an explant procedure.